Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with battery longevity estimator. Battery status shows used battery capacity of 1578.7 mah. Device battery longevity not calculated due to programmer software not expecting used battery capacity greater than the assumed maximum deliverable battery capacity of 1550 mah. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) longevity calculation is no longer correct. Aside from the miscalculation, the device is functioning normally and remains in use. No patient complications have been reported as a result of this event.